Event description:
Pump was turned on and there was a "smoke" smell. The pump was shut off and a back up pump was used.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra (B)(4) 2010 update to the FDA warning letter dated (B)(4) 2009.